Manufacturer narrative:
The patient remains ongoing with the lvad. The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was only able to get 3l of flow from the lvad. It was suspected that the pump was too large for the patient's body. As a result, a decision was made to exchange the pump, and the lvad was replaced with another lvad. The patient remains ongoing with the lvad.